Event description:
The camera on the robot would not align correctly. Patient was in the room, under anesthesia while the nurses and tech troubleshooted. The scope, camera cord, and light cord were all replaced. The robot was rebooted 3 times. None of the following resolved the issue. The intuitive hotline number was called for further troubleshooting however it was determined that an engineer would need to come out and look at the robotic tower. Nothing could be done by the operating room staff to fix the problem. Our process is to have 3 operating room staff in the room for robotic cases during turnover, however, we only had two operating room staff members to start this case. This caused a delay in getting equipment setup. Procedure cancelled and rescheduled.

Event description:
The camera on the robot would not align correctly. Patient was in the room, under anesthesia while the nurses and tech troubleshooted. The scope, camera cord, and light cord were all replaced. The robot was rebooted 3 times. None of the following resolved the issue. The intuitive hotline number was called for further troubleshooting however it was determined that an engineer would need to come out and look at the robotic tower. Nothing could be done by the operating room staff to fix the problem. Our process is to have three operating room staff in the room for robotic cases during turnover, however we only had two operating room staff members to start this case. This caused a delay in getting equipment setup. Procedure cancelled and rescheduled.